Event description:
Please be aware, this report was originally filed with the manufacturing registered site number as 8010764. The correct manufacturing registered site is 1020279.

Event description:
It was reported that a surgery was performed in which the surgical team experienced difficulty seating/locking the insert onto the tibial base. This extended the surgery time greater than 30 minutes.

Manufacturer narrative:
The affected device was returned and evaluated. The returned device was noted as having lot number 03lm03033. The complaint was originally reported as being lot number 10ct040510. A dimensional inspection was completed on the returned device which concluded the insert was within specification. No manufacturing or material defects were identified. Our investigation could not determine a specific cause of the stated failure.